Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Evaluation had the flowline run a flow test at a delivery rate of 40 ml/hr at a vtbi of 40 ml for a one hour run time. The delivered amount was 39.741ml and the error percentage was at -0.6475%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The m2 & m3 springs will be replaced and pressure plate travel will be adjusted to ensure continued accurate delivery as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump under infused zosyn 100ml on 25ml/hr and the actual amount infused was half of a bag. This occurred during delivery in the medsurge department. The nurse recognized the bag had not infused properly and changed pumps after trying a second time for the antibiotic to infuse. They added volume to be infused and after that was unsuccessful, they changed IV pumps. The patient did not experience any adverse event as a result . No further information is available.

Manufacturer narrative:
Additional information h6: type of investigation. Additional information h11: an event history log review was performed and identified an infusion programmed in medsurg mode for continuous infusion of piperacillin/tazobactam (3.38 g/50 ml), with a rate of 25 ml/hr and vtbi of 100 ml. The pump entered run mode with flow confirmation documented as confirmed. A second infusion was initiated at 09:40 at 25 ml/hr with vtbi 100 ml. This infusion also ran to completion at 13:40 with given: 100 ml, without occlusion, air-in-line, or flow-related alarms. Subsequent programmed infusions (25 ml and 20 ml vtbi at 25 ml/hr) also ran to infusion complete as programmed. Should additional relevant information become available, a supplemental report will be submitted.